Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a colonoscopy procedure, this endocuff fell inside the patient. It was noted that the endocuff itself broke into pieces when the physician tried to retrieve the device. Additional information was received from the customer that all broken pieces were retrieved successfully and none were left inside the patient. There were no further reports of patient harm.